Event description:
Had a right leg fracture with resulting rupture of an artery. A plug was used to seal the vessel which hardened later and refused to dissolve. Mobile plug was pulled out later. Pt had a lingering pain for a while.